Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(level not provided), which resulted in the customers husband calling 911 who assisted in bringing the customers blood glucose levels up. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.